Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device screen went blank, and the drawer was opening. A technical support specialist (tss) checked the bluetooth adapters, which were functioning properly, and found no evidence of software malfunction. This indicated that the most likely cause was sudden power loss related to the battery. A field service engineer replaced the battery to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system screen went blank and the drawer was opening on its own during operation. The customer also stated that the screen intermittently turned off and on and the issue occurred randomly in the middle of use. The customer stated that this malfunction occurred while dispensing medication to patients and caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.